Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The use after expiration was confirmed. The use of the device after the expiration date and reported patient effect appears to be related to use error and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no product quality issue identified with this device based on the information reviewed. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the bilateral common femoral artery was performed on (B)(6) 2017 using two proglide devices without issue after a complex conoary chronic total occlusion interventional procedure. On (B)(6) 2017 the patient went to the emergency room due to a groin infection at the access site. The patient was sent to surgery for treatment of the infections. The physician is reportedly trained in the use of the proglide device. No additional information was provided.